Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that they experienced high blood glucose and insulin pump had post-reset ram crc alarm. The customer blood glucose level was 400 mg/dl at the time of incident and the current blood glucose of the patient is 545 mg/dl. Customer treated with insulin pump and manual injection. The insulin pump had power loss alarm. The insulin pump had blank display and display return after pump restart. Troubleshooting was not performed for high blood glucose level. The product will not be returned for analysis.